Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to a hypoglycemic event. The blood glucose reading was 20 mg/dl. The customer's mother had given her soda to treat and was up to 50 mg/dl at the time the paramedics arrived and 59 mg/dl at the time of admission. The customer had removed the insulin pump 24 hours prior to the event due to a low reservoir warning that she felt she should not have received. The customer was unsure of the insulin pump settings. The insulin pump was not returned or replaced.